Event description:
It was reported that during a cryo ablation procedure, the balloon did not appear firm enough during inflation and the low pressure regulator (lpr) was lower than expected. It was also reported that temperatures dropped faster than expected and then leveled out during the middle of the ablation. The console was vented twice which resolved the lpr issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and the afapro28 balloon catheter with lot number 17599 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed 11 applications were performed using a catheter identified as afapro28 with lot number 17599. The patient file didn't show any system notices on the reported date of the event. The console output data (pressure, preset pressure, and flow) didn't show any temperature artifacts. The pressure was tracking preset pressure and flow readings which were as expected. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 11 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice #50012 (the refrigerant delivery path was obstructed). During inspection of the balloon segment, debris was observed at the laser drilled hole(s) of the injection tube. In conclusion, the reported "the balloon did not appear firm enough during inflation" could not be assessed through data analysis or reporduced during testing. The reported "temperatures dropped faster than expected and then leveled out during the middle of the ablation" issue was not confirmed through data analysis and testing. The balloon catheter failed the return inspection due to system notice 50012 (the refrigerant delivery path was obstructed) as result of obstructed injection tube drilled laser holes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.